Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that at the beginning of a retina procedure, the irrigation care out of the valved cannula as from the non valved. The issue was resolved by replacing the product with another without consequences to the pt.